Manufacturer narrative:
Investigation summary: ten samples were received and evaluated. They came in a plastic bag. They are 60ml syringes. A visual inspection was performed using a 10x magnifier lens. Five samples have no damages; no embedded degraded resin was observed or any other type of defect. Two samples have the barrel damaged; three samples have embedded degraded resin. Six photos were provided. The photos show seven syringes with a damaged plunger rod, and four syringes with embedded degraded resin. A potential root cause is associated with the syringe assembly process. After the molding process, the barrel goes for printing the scale; then, silicone is applied; after that, the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger and barrels. The embedded degraded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the samples received and photos provided, the reported symptoms are confirmed. This lot was produced for 0.04mm units with one complaint. It has a cpm of 24.6. We will continue monitoring and trending this product and lot# for these symptoms. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9056792 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #. Based on the samples received and photos provided, the reported symptoms are confirmed. This lot was produced for 0.04mm units with one complaint. It has a cpm of 24.6. We will continue monitoring and trending this product and lot# for these symptoms. Root cause description: a potential root cause is associated with syringe assembly process. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger and barrels. The embedded degraded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that 860 luer lok syringe bulk non-sterile experienced 953 cases of foreign matter contamination and an unspecified number of devices that were damaged/deformed while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301035 batch no: 9056792. It was reported that 953 unites were found with black dots and 622 units were found to be damaged/broken (broken plunger rods and cracked barrels). Event description: black dots: 953 pieces. Damaged/broken: 622 pieces. Total: 1,575 pieces.